Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the "patient has been struggling to improve his flexion and complaining of stiffness and swelling around knee joint, seen in clinic on (B)(6) 2022. Patient has been listed for mua on (B)(6) 2022. Please note that the patient is part of an anonymized trial and as such, no further information will be provided by the complainant.